Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('I am bleeding like a period') and device dislocation ('migrating coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pruritus ("itch") and adnexa uteri pain ("when I get my period its extremely painful for my right tube"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the uterine haemorrhage, device dislocation, pruritus, and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device dislocation, pruritus, and uterine haemorrhage to be related to essure. The reporter commented: her friend was enquiring about x-ray done during and after surgery to make sure no metals were left behind. ¿concerning the injuries reported in this case, the following one was described in patients social media record: "uterine bleeding", device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter was added. Adnexa uteri pain was added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('I am bleeding like a period') and device dislocation ('migrating coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pruritus ("itch") and adnexa uteri pain ("when I get my period its extremely painful for my right tube"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the uterine haemorrhage, device dislocation, pruritus and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device dislocation, pruritus and uterine haemorrhage to be related to essure. The reporter commented: her friend was enquiring about x-ray done during and after surgery? To make sure no metals were left behind. ¿concerning the injuries reported in this case, the following one was described in patients social media record: "uterine bleeding", device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('I am bleeding like a period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and pruritus ("itch"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the uterine haemorrhage and pruritus outcome was unknown. The reporter considered pruritus and uterine haemorrhage to be related to essure. The reporter commented: her friend was enquiring about x-ray done during and after surgery to make sure no metals were left behind. ¿concerning the injuries reported in this case, the following one was described in patients social media record: "uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: social media received. Event: itch were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('I am bleeding like a period') and device dislocation ('migrating coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pruritus ("itch"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the uterine haemorrhage, device dislocation and pruritus outcome was unknown. The reporter considered device dislocation, pruritus and uterine haemorrhage to be related to essure. The reporter commented: her friend was enquiring about x-ray done during and after surgery? To make sure no metals were left behind. ¿concerning the injuries reported in this case, the following one was described in patients social media record: "uterine bleeding", device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New event added: migrating coils. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('I am bleeding like a period') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: her friend was enquiring about x-ray done during and after surgery? To make sure no metals were left behind. ¿concerning the injuries reported in this case, the following one was described in patients social media record: "uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media content received. The case was upgraded from non-serious incident to serious- incident. Essure surgery was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.